Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the station was no longer receiving new patients because it is disconnected. The technical support specialist (tss) the tss remotely connected to the es server, restarted device 5 urg b6, and it is now back online. The power-saving features on the network card were disabled, confirmed that all power-save settings were turned off, and the device was rebooted. However, for the other station (5 urg ma), the tss was unable to ping it from the server. The tss confirmed with the customer that the station¿s loss of network communication was caused by defective switch cabling and a faulty wall connector. (Tss) confirmed that the issue was resolved once the internal it (information technology) team replaced the faulty components and restored network connectivity. The field service engineer (fse) confirmed that the pyxis was functioning and online. The system functioned as intended after the technical support specialist and field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis continued to display 'disconnected mode' despite two restarts. The customer stated that they were unable to access the medication for newly registered users. There were no adverse events or injuries reported based on this event.